Manufacturer narrative:
Date of report : 11jul2019, date rec¿d by MFR : 27jun2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2018-03129 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 11jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not working. No patient or user harm was reported. The event date was not specified; estimate used.